Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was observed.

Event description:
It was reported there were 800 high impedance paces, a variation in thresholds and a likely intermittent lead fracture. At the time of the replacement, a visual inspection of the lead and the lead measurements via the analyzer were normal. When the lead was pulled and wiggled near the device header, a few short v-v intervals were observed on the ventricular egm. Because it was inconclusive on whether the issue was lead or device header related, both were removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported there were 800 high impedance paces, a variation in thresholds and a likely intermittent lead fracture. At the time of the replacement, a visual inspection of the lead and the lead measurements via the analyzer were normal. When the lead was pulled and wiggled near the device header, a few short v-v intervals were observed on the ventricular egm. Because it was inconclusive on whether the issue was lead or device header related, both were removed and replaced. No patient complications were reported as a result of this event.